Event description:
Caller reported that the tandem mobi pump battery would not charge despite using the correct charging pad, cable, wall adapter, and leaving it plugged into a working outlet for 30 minutes. Attempts to charge using different charging supplies did not resolve the issue, and the battery charging problem led to a pump shutdown. There was no adverse impact on the customer's blood glucose level as it did not exceed 500 mg/dl. Cts decided to replace the pump and the charging supplies. The customer will transition to manual insulin delivery (mdi) to maintain insulin therapy and will receive a replacement pump. The customer understood the instructions to return the malfunctioning pump to tandem and acknowledged the steps to take upon receiving the new pump.